Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to field d4 unique identifier (UDI) #. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported. Additional information indicated that this sicd was explanted and replaced with a new device. Also, this device will not be returned for analysis. No additional adverse patient effects were reported.